Event description:
It was reported that during a replacement procedure, the left ventricular (lv) dislodged while trying to remove the right ventricular (rv) lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on all conductors (not obstructed). The outer insulation was melted, and exhibited a cosmetic depression and cosmetic environmental stress cracking. The lead exhibited apparent explant damage.